Event description:
Patient developed hip pain.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in wwcapa (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.

Manufacturer narrative:
The product and x-rays associated with this reported event were not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This implant is not sold in the united states to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the united states at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.